Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and the barbed suture was used. During closing fascia, after five to six passes in the tissue, the needle came off the suture. Another like barbed suture was used to complete the closure. There were no patient consequences reported. No further information is available.